Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a lost sensor alert. The customer's blood glucose reading was unknown. The customer stated that the sensor electrode was broken. The sensor was replaced.